Manufacturer narrative:
Mml ref# (B)(4). Other devices: stimulation lead. Serial number: (B)(6).

Event description:
It was reported that the patient was unable to activate the device. The field clinical engineer (fce) troubleshot the issue with the patient and verified that all electrodes on left lead was out of range. The device was reprogrammed to unilateral stimulation only while waiting to schedule the revision surgery. The patient underwent revision surgery on (B)(6) 2023, where both leads were replaced. On the day of surgery, one electrode of the right lead showed out of range but functional. The surgeon decided to replace the right lead to prevent future revision surgery. The revision surgery was successful, with no report of patient harm or injury due to the event. The lead assemblies were returned and evaluated. The reported issue was verified. The analysis confirmed lead conductor fractures were the cause of the out-of-range/high impedance conditions observed on both percutaneous stimulation leads.